Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2021 with a torn flap in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are significantly interfering with daily activities. Patient was advised that flap needed to be amputated on (B)(6) 2021. Follow up has been done with the account a couple of times and no confirmation that flap amputation was done. They reported patient is doing well and was released from care. Bcva from (B)(6) 2020. Right eye pre-op 20/20-2.50 x -2.75 x 94, left eye pre-op 20/20-2.75 x -2.00 x 90. Bcva from (B)(6) 2021. Right eye post-op 20/200, left eye post-op 20/20.